Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo hosp (B)(4). Last service record is from 2008; there was a problem with a leaking valve for filling. Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer on (B)(6) 2011: according to the customer, the tub was lowering by itself as the resident entered the tub. This caused a lumbar vertebra fracture. The facility did not release any other info regarding what treatment the pt was given to address her injury.